Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unspecified mentor breast implants experienced breast implant illness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
After additional review of this file and with the information available, it has been determined that the patient underwent prophylactic removal of her implants because of safety concerns with the devices. Symptoms of breast implant illness were not reported. Should additional information be received, this file will be updated as applicable. Reason for device explant and/or reoperation: safety concerns with the devices manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional review of this file and with the information available, it has been determined initial reporter first name is (B)(6), initial reporter last name is (B)(6) and country code is (B)(6). Should additional information be received, this file will be updated as applicable. Manufacturer¿s reference number: (B)(4).